Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2q8jw); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that this was their 3rd implant. Patient stated that with their second device there was something wrong with the leads so they were going to just reattach the leads but they ended up having to replace the whole unit. Patient reported that the problems with the second device started in (B)(6) of this year and they tried taking medications to see if that would help along with the stimulation and it just kept getting worse. Patient said they were total incontinent, so they went back to the doctor and they had the procedure again on may 7th to have a new device and they were not having problems with this one so far.